Event description:
A dye study was performed. The pt underwent a catheter revision on (B)(6)2010. During revision surgery, the catheter was discovered to be kinked; the catheter was re-anchored. It was reported the patient was "recovering." The pump medication/dose/concentration was not reported. Patient symptoms were not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). This report is being submitted following an internal audit.